Event description:
It has been reported to philips that the c-arm movements froze. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, some of the system movements were not smooth. However, there was no loss of movements and the procedure could be completed as planned. The field service engineer (fse) visited onsite and confirmed that the system's l-arm, which connects the c-arm with the ceiling, was stuttering while moving. The fse performed calibration, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no loss of movements and the procedure could be completed as planned on the same system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.